Manufacturer narrative:
The eval of the complaint description revealed that the case is the recurrence of a problem that has been reported from the same user facility about two years ago and from nowhere else. The following conditions must be fulfilled that this limitation comes into effect: iacs software version 2.0.2 and above; nellcor mcable; and satseconds function must be enabled. Two scenarios have been evaluated: during an active spo2 alarm, the clinician acknowledges the alarm and reduces the spo2 low alarm limit to below the current pt value. In this case, the spo2 low alarm will again be generated if the patient's spo2 reaches the new threshold. Eval: that is the expected functionality; during an active spo2 alarm the clinician acknowledges the alarm and increases or decreases the new spo2 low alarm limit above the actual spo2 value of the pt. Consequently, the device will not alarm because of the spo2 value is already below the set alarm limit. Eval: this is also logical because of the new set higher value. The pt's spo2 value is always visible on the cockpit for the user. When he acknowledges the alarm and sets the new value the discrepancy is obvious. In f/u to the earlier complaint (B)(4), the user was made aware of the following: this limitation does not occur when sat seconds is set to off; this limitation does not occur when the auto set feature is used to adjust spo2 alarm limits; this limitation does not occur when spo2 alarm limits are adjusted without the presence of a limit violation alarm. The conditions mentioned above represent a very special situation, reported only by the one user facility on a global perspective. In none of the cases an injury was reported. Based on the number of reported complaints, the current likelihood of occurrence of this phenomenon is far below 0.1%. Draeger medical finally concludes that the observed suppression of spo2 alarm could have been avoided if the user would have adapted his behavior according to the given instructions.

Event description:
It was reported that: "despite the upper spo2 alarm limit was exceeded, 15 minutes went by without generating an alarm. Only after setting the alarm limit shortly above the actually measured value and then back below, optical as well as acoustical alarming was initiated." No pt consequences have been reported.